Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of leakage. This does not indicate an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, peeling of the adhesive between the objective lens and distal end was observed. There was no patient involvement.